Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per the case physician, patient and procedural factors [difficulty with coaxial alignment due the patient¿s anatomy, quick inflation of the valve, stored tension in the delivery system] appear to have contributed to valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the 26mm sapien xt valve embolized into the ventricle. The valve was positioned 50:50 when the deployment sequence was initiated. The ascending aorta was slightly vertical which made coaxial alignment difficult, but satisfactory nonetheless. Ventilation was suspended, rapid pacing initiated, and contrast was injected. The valve was slightly ventricular and was pulled back to a 50:50 position when inflation commenced. The valve immediately jumped ventricular and inflation was stopped while the valve was pulled back to a 50:50 position again. Inflation of the balloon was then continued, and this time, when the valve was approximately 2/3 deployed, it again moved ventricular. Attempts were made to pull the valve into the correct position, but they were unsuccessful. The patient was moved to the operating room for removal of the embolized valve and an open aortic valve replacement. The patient was in stable condition. The patient¿s anatomy appeared favorable for the valve; there was significant calcification for the valve to grab on to during deployment and the valve was not undersized. The native annular calcification was moderate and the native leaflet calcification was severe. The diameter for the sinotubular junction and distance looked fine as well. The physician thinks maybe the inflation was a little faster than usual causing the system to jump forward and making correction difficult. There may have been some tension in the delivery system as well. The patient's heart was a little rotated and the ascending aorta was oriented slightly vertical.